Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The patient's cause of death was reported to be atherosclerotic coronary artery disease. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description included: final analysis found that a partial lead was returned. Visual examination found that the insulation was abraded at 11.9 cm to 12.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.